Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. During visual inspection, brown particulate matter was observed to be embedded in the tip of the syringe housing as well as black marks observed on the syringe. A retained sample was visually inspected and black marks on the syringe were observed next to the graduation markings. The retained sample was functionally tested by reconstituting solution with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of both observed particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was found on a coseal syringe. This was observed upon opening the package. As this was before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.